Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve. The valve was deployed and the right coronary artery was not visible on angiography. Echocardiogram confirmed right ventricular deterioration. An emergent percutaneous coronary intervention (pci) was attempted. The coronary guidewire could not be engaged and cardiopulmonary bypass (cpb) was initiated. It was unknown what caused the coronary artery occlusion. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.